Event description:
Info received indicates the CPR function will not lower the head section.

Manufacturer narrative:
The account has not returned hill-rom¿s attempt to determine the resolution of the alleged malfunction.